Event description:
Voluntary distributor report (B)(4) reported on behalf of the customer that the device, sb836, endo pouch w/memory wire 3x6", was being used on (B)(6) 2021 during an adnexectomy procedure and "the cap of the dispensing tube was fell into the patient. The part was retrieved by forceps." There was no report of impact or injury to the patient. There was no delay and the procedure was completed with an alternate device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.